Manufacturer narrative:
This report is being submitted as a follow-up to MDR# 3006340236-2018-00030. The films were evaluated by the titan spine cmo. The minor backout of the device was confirmed. The device is remaining implanted, and no patient pain or injury has been reported. Spondylolisthesis in the patient was observed at the l4/5 level. Because of this, the use of additional mechanical stabilization may help stabililize the device.

Manufacturer narrative:
The device history record was reviewed, and there were no issues related to the manufacture of the device. The subject device was conforming to all quality specifications upon initial release. The subject device was reported to have backed out slightly. It was noted that the backout was due to a shallow screw placement angle and not a device failure. There was no patient injury or pain reported over 10 weeks of implantation. The subject device is remaining implanted, and there is no planned revision at this time. The titan spine cmo was contacted to give his opinion on the films and a follow up report will be submitted to this report when that evaluation is completed.

Event description:
The customer reported that a screw backed out slightly from it's original placement position.